Event description:
During a procedure the plate and screws pulled out. Patient was undergoing a 2-part procedure, the anterior procedure was performed the day before the posterior procedure during the posterior procedure the surgeon noted the screws implanted during the anterior procedure were too long. Patient was rolled over and surgeon attempted to remove the screws. While trying to extract the second screw, the entire plated construct pulled out of the bone, with screws intact. Surgeon then performed a corpectomy and used a cage. Patient was then rolled back over and the posterior procedue was completed and patient is doing well.